Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside the device. The returned photo shows five(5) activated company devices. Due to a bad quality of the photo, the position of the plunger and the lens cannot be confirmed. Additional observations were as follows: the device was returned loose in the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted into the mid nozzle. No damage observed to the device. The lens is returned outside the device attached to the lens bay door. Solution is dried on both surfaces of the optic and haptics. No damage observed. The product investigation could not identify the root cause for the reported complaint as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implantation procedure, 3 iols could not be placed and during the surgery the incision was enlarged to able to place the lens. The plungers went over the lenses and the lenses did not go properly in the eyes. This occurred with 3 lenses on one patient during the same procedure. Additional information was provided indicating the leading haptics were pointing forward and stretched out. The procedure was completed and there was no indication that the implanted iol had an issue. There are a total of 3 medical device reports associated with this one patient during the same procedure. This report is for third of the 3 iols reported and this one will reflect the reportable malfunction.